Event description:
It was reported that twelve hours post coronary drug eluting stenting treatment procedure, a subacute thrombosis occurred. The lesions being treated were in the proximal and distal circumflex (cx) artery. The pt arrived to the cath lab on IV integrilin and was given 3000 units of IV heparin. Oral plavix was also given to the patient. Both cx lesions were predilated with a voyager 2.0 mm x 12 mm balloon. The physician successfully deployed a taxus express2 8.8% 2.5 mm x 16 mm stent at 10 atm in the distal cx. The physician then successfully deployed a taxus express2 8.8% 2.75 mm x 16 mm stent at 14 atm in the proximal cx. The next day at 2:30 am, the pt began complaining of chest pain. Repeat angiography revealed subacute thrombus within the taxus stents. The physician balloon dilated the thrombus and reopened the vessel. The physician then successfully deployed two 2.5 mm (length unk) bare metal medtronic s660 stents distal to the taxus stents to repair a dissection. It was determined later while reviewing the films, a dissection distal to the stents was observed, which was missed during the initial procedure. This might be a cause for the thrombus occurring. No other patient complications were reported. Same case as MFR# 6000093-2004-00436.